Manufacturer narrative:
Manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the investigation is inconclusive for the reported kit missing card, as the device was not returned for evaluation. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 12/2024).

Event description:
It was reported that prior to a procedure, the port kit allegedly missed card. There was no patient contact.